Event description:
It was reported, the patient is experiencing unwanted stimulation around the mid thoracic section of her spine. A sjm representative was unable to resolve the issue with reprogramming. The patient is working with the physician to determine the next course of action to address the issue; possible surgical intervention has been mentioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.